Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the isi clinical sales representative (csr) who stated that the issue was likely caused by an issue with the endoscope or was not properly seated. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided and fse's investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that customer was not able to flip scope from up to down. The tse found no related errors in logs. The tse recommended customer to take off the endoscope from arm, reseat sterile adapter, and port clutch to clear guided tool change. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. The customer was not able to flip scope from up to down, but the image got inverted. The procedure was completed using the same scope. The issue did not occur again on further procedures. There was no patient injury/harm.